Manufacturer narrative:
The insulin pump was received with a detached end cap. The drive support disk was inspected and there was no anomaly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump was damaged. The customer¿s blood glucose was 150 mg/dl at the time of the incident. It was reported that her daughter's pump drive support cap was sticking out. It was reported that the drive support cap was loose on the right outer edge of the pump. It was reported that the customer fell and the insulin pump dropped. The customer reported damage to the drive support cap. It was reported that the drive support cap was protruded. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.